Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3389-40, lot # j0204729v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0124818v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
The healthcare provider reported that following revision, the last electrode impedance was taken post-op approximately two months ago. The following results were observed when testing at 3v. C/0- 25,083 ohms 0/1- 18,000 ohms 0/2- 21,596 ohms 0/3- 21,446 ohms c/1- 11,000 ohms c/2- 11,000 ohms c/3- 10,000 ohms. It was already known there was a short on contact 0, so that contact was not a programming option. The patient¿s last therapy impedance check was done approximately two months ago and they received "high ohms", but the patient¿s records did not show actual results. The patient was using 2+, 1-. The hcp planned to see the patient the following day in the clinic. The patient was having decent therapeutic benefit, but it was not great. Symptoms included intermittent rest tremor, braided kinesia, and rigidity, none of which were sudden. There were no xrays conducted on the device since the replacement and she did not have access to any inter-op impedance checks; however, the left stn, approximately two months ago was showing 2 ,438 ohms for impedance check. The preceding approximate dates showed the following: (B)(6) 2014- high impedance at contact 2. On (B)(6) 2014- started having concerns with impedances. On (B)(6) 2015- altered impedances that keep changing. There were no trauma/falls reported that could be related to this issue. The hcp did not have access to a clinician programmer. The hcp was not currently with the patient, but had past records to refer to. It was also reported that the impedance measurements were 3800 ¿ 4300 ohms prior to a revision that occurred in (B)(6). There was a post-extension and ins revision range of 10,000 to 25,000 ohms. The device was on. It was unknown if the patient was getting any therapy benefit. Around the same time of revision ((B)(6)), the patient started a new medication ¿rotari.¿ the patient refused to turn off ins for any longer than 5 minutes. The one time patient the patient did turn off was for 5 minutes. There were no changes noted. The patient outcome was unknown. The indication for therapy was movement disorders. Further follow up is being conducted. If additional information is received, a follow up report will be sent.